Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem would not recognize or charge a battery pack. Upon evaluation, there was liquid contamination on the battery board, the q1 transistor was thermally damaged, and the u13 processor was internally shorted. The cause of the inability to charge a battery pack is the contaminated board and damaged components. The cause of the damaged components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated board or damaged components.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.